Event description:
Per oos, this device was explanted due to eri indication and was replaced by a lumax 340 dr-t, (B)(4). Per biotronik representative (B)(4), this device was retained by the hospital pathology department and has not been returned. Should additional information become available, this report will be updated.